Event description:
The customer reported that the unit did not fluoro during a procedure. The system works after a reboot. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep reseated the workstation's pcb's and adjusted the c-arm's power supply to 5.10 vdc. He performed a functional test. The system is operating as intended.